Manufacturer narrative:
H11: b5 (describe event or problem), g3 (date received by manufacturer), h6: annex f code, annex a code. B3 (date of event) - 12th april 2026. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported by the customer that the during procedures using the jamshidi (ej) needle, the jamshidi needle kinked while inside the patient¿s bone. Bleeding was observed during the procedure. During follow up response it was further reported that the needle kink occurred during the bone marrow procedure, and the extent of bleeding was mild. Additional information received on 28 april 2026 indicating that during the bone biopsy procedure on (B)(6) 2026, the needle bent, as reported by the physician. As a result of the bent needle, the patient experienced bleeding. The patient reported significant pain at the time of needle insertion. The bleeding caused a delay in the overall procedure, leading to concern and frustration among the physicians. The patient was otherwise healthy; however, due to the hard bone and the pressure applied while advancing the needle, the needle bent during insertion.

Manufacturer narrative:
H11: a lot number was provided so a device history record is currently underway. Photos were provided and review is currently pending. H3 (device eval by manufacturer) a device has not been returned. Upon completion of the investigation, a supplemental report will be filed. B3 (date of event) the actual date of event is unknown. The date received by manufacturer (awareness date) was entered into the date of event field. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported by the customer that the during procedures using the jamshidi (ej) needle, the jamshidi needle kinked while inside the patient¿s bone. Bleeding was observed during the procedure. During follow up response it was further reported that the needle kink occurred during the bone marrow procedure, and the extent of bleeding was mild.